Event description:
A withdrawal was reported. It was noted that the patient had a fall, the day after the fall he was supposed to, but did not end up having, a refill. Three days after the fall, he was admitted to the hospital for an unrelated bladder infection. The patient reported 'the catheter looked like it moved in my back,' but also noted that no dye study had been done as of the time of this report. It was also noted that the pump started alarming the day after hospital admission, no telemetry was performed as of the time of this report. The patient experienced a 'really bad headache,' abdominal pain, itching, dizziness and shaking legs 'more than usual.' The device system was used to infuse baclofen. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
Prodcatheter: model 8711, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).